Event description:
It was reported, "catheter tip was broken as the animal experiment" before use. No pt complications were reported.

Manufacturer narrative:
Product has not been received for evaluation at this time.